Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer reported that there was fluid in the insulin pump. The insulin pump was returned for analysis.